Event description:
It was reported that at the implant procedure, the lead helix refused to turn after fourteen turns and the helix would not deploy. The lead was removed and exercised on the table where the lead helix deployed after sixteen turns. It was also noted that the lead had "sensing issues" and high impedance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the turns to extend/retract helix exceeds specification. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head).